Manufacturer narrative:
Event date - approximate as no event date was reported.

Event description:
It was reported that this product was returned to the manufacturer without any report of performance issues or adverse patient effects. Initial inspection of the returned device identified a hole in one of the cylinders.

Manufacturer narrative:
B3 event date - approximate as no event date was reported product analysis summary: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. Visual inspection of the cylinders noted the kink resistant tubing (krt) of both cylinders was worn to the filament. Both cylinders exhibited wear at folds in the proximal cylinder bodies. One cylinder had a leak at the corner of a fold while the other had a leak due to sharp instrument damage; a hole consistent with sharp instrument damage/explant was also noted in the reservoir. Analysis and testing of the remainder of the device did not identify any further anomalies. Product analysis concluded that the identified cylinder fluid leak could affect the functionality of the device as it would not be functional after loss of fluid from the system.

Event description:
It was reported that this product was returned to the manufacturer without any report of performance issues or adverse patient effects. Initial inspection of the returned device identified a hole in one of the cylinders.